Event description:
In the spring of 1973, rptr had breast augmentation. Rptr does not know the MFR of implants, because they do not have the operating report. Rptr was told they were receiving saline implants; therefore, during the 1990's when the media began to report problems with dow corning and silicone breast implants, they believed the possible problems from silicone implants did not apply to them. Rptr has suffered inflammation in cervical spine area for many years. They have had painful breasts since the implants. Mammograms have always been excruciating. Rptr had a mammogram in 1998, after which rptr decided they could never have one again because of the pain and fear that the implants would rupture. In 2001 rptr was diagnosed with fibromyalgia. In 2001, rptr began to have pain and swelling in left armpit area. The discomfort in breasts worsened. Rptr also started with pain in left shoulder area and neck pain worsened. Fatigue and general body pain worsened. In 2002, rptr was diagnosed with ruptured silicone implants. The ruptures on the left side were outside the capsule.